Event description:
It was reported that the patient called the manufacturer's representative the evening of report with two complaints. Twice on the date of report, while the patient was in a standing position, the device turned itself up on its own. The patient had it set at 1.65v and then felt amplitude getting stronger. On one occasion, it got up to 3v or 3.5v (the value was reported differently between source documents) before he could access it with his remote to decrease. On the other occasion, it went from 1.65 then ¿up to over 4.¿ this was over a span of ten minutes while walking across the yard. There was overstimulation and pain in the bilateral legs with increase in strength. The patient also stated that several times on the date of report, he would go from feeling it, and then would feel zero stimulation. After checking with the programmer, the patient confirmed it was off by the absence of the lightning bolt in the upper left hand corner. The device was turning off and on, on its own. The patient also mentioned ¿another time¿ the implantable neurostimulator (ins) turned off on its own. This had been for the past two to three weeks prior to report. The patient did not report any falls or trauma. However, the patient did have a pocket revision several months ago for fit of the device and knee surgery about eight weeks ago. The manufacturer's representative walked the patient through turning off the adaptive stimulation and confirmed the same. The patient was advised to keep the remote with at all times in case he felt it strengthen again. The manufacturer's representative asked the patient to call or text to alert if it happened with adaptive stimulation off. The manufacturer's representative told the patient if it did, he would advise him to turn the device to zero on all programs and turn off until able to evaluate. It was hoped that a manufacturer's representative would meet with the patient (B)(6) 2014. At this time, the issue was not resolved and the cause of issue was not determined. The event occurred during normal use. The product status was implanted and remains-in-service. One day later, it was reported that manufacturer's representative checked with the patient, and the patient stated he had no further problems with his device after turning off adaptive stimulation on the date of report. Later, on (B)(6) 2014, impedance was run and it was fine. Impedance was taken at 0.7v. With the reference as electrode 0, the low was 751 ohms with electrode 8, and the high was 1033 ohms with electrode 6. The patient used group b most of the time but group c on (B)(6) 2014. The patient was using group b when the increase in stimulation occurred. B1 was 260 ohms and c1 was 311 ohms and 5.876 ma. The caller verified that the stimulator was set at higher voltage of 2.05v for upright and 3.05v for upright+mobile. It was noted this explained the likely cause of the increase in stimulation while walking. The summary report showed that the patient increased stimulation from the last programming session for both upright and upright+mobile. However, this report did not explain the increase to 4v that the patient claimed on the call. In addition, the manufacturer's representative looked at positions and his upright and mobile was set to three. The manufacturer's representative thought it was an education issue. The patient would go home with the new settings and report any issues. The patient¿s status at the time of this report was alive with no injury. The patient was receiving effective therapy. Refer to manufacturer report # 3004209178-2014-15989 for the mentioned prior revision.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 97754, serial# (B)(4), product type: recharger; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).